Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the 15 minute delay to the procedure cause any adverse outcome for the patient?

Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch specimen bag was used according to IFU with supervision. Specimen was placed into the bag. When surgeon pulled to remove the bag and specimen, the bag tore. First near the top and then at the bottom. Specimen and gallstones had to be removed individually (wound was contaminated). Fragments were generated and removed easily without additional intervention. Confirmed no piece of bag was left in patient. Surgery was delayed fifteen minutes due to this reported event. Case was successfully completed. It is unknown if the patient received treatment for "contaminated wound" and unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. D4: batch # unk. Investigation summary: the analysis results confirmed that the pouch device was returned fully deployed and with no suture returned. A sample bag was returned loose. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted to be stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembling of the device, no anomalies were noted with the internal components. Each device is one hundred percent visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. A potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site, as this may lead to bag rupture and spillage of contents. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. H2: additional information received: did the 15 minute delay to the procedure cause any adverse outcome for the patient? "Not that I am aware of at this time."